Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient underwent a successful procedure with an implanted impella cp. Upon explantation, the sheath fractured and vessel damage occurred prompting surgical repair. The patient survived and the patients outcome is stable.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel and introducer damage ¿ mechanical has been completed. The impella device was not returned for evaluation. During explant, impella cp was removed with companion sheath in the 14fr sheath. Sheath fractured and brachial artery degloved with sheath removal. Excessive force was stated to be a contributing factor. Vascular damage - peripheral vessel: the cause of the vascular damage - peripheral vessel was most likely use related due to the returned image showing an abnormal peeling not on the score line and stated excessive force applied. Introducer damage - mechanical: a returned image of the introducer showed abnormal cracking along the sheath that was not along the score lines. The cause of the introducer damage - mechanical was most likely use related due to the returned image showing an abnormal peeling not on the score line and stated excessive force applied. H6 component code 4742 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29902.